Event description:
It was reported that during a total knee surgery, the blade broke at the mount. It was also reported that the broken pieces were located and removed, an x-ray was carried out to confirm no pieces were left in the patient. It was further reported that the patient did not require any medication and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR has not been returned to manufacturer for evaluation as yet.